Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
It was reported that the balloon of a cohen endobronchial blocker set leaked. Prior to use on the patient, the balloon displayed an air leak when submerged in water. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the balloon of a cohen endobronchial blocker set leaked. Prior to use on the patient, the balloon displayed an air leak when submerged in water. It is unknown how the procedure was completed and if there were any adverse effects. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), drawing, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer provided a lot number that did not match any of cook's lot records. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_aebt_rev5 [cohen tip deflecting endobronchial blocker] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: "warnings: caution is recommended when working near the hilum. The balloon position should be verified to prevent inadvertent balloon damage or movement. Precautions: the endobronchial blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation. Inflate balloon initially under direct vision to ensure correct position and placement. Instructions for use: 2. Fully deflate balloon on the endobronchial blocker. 3. Generously lubricate the bronchoscope, the endobronchial blocker and the inside of the endobronchial tube. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is unknown how much air was used to inflate the device, and its possible the balloon was over inflated. Cook cannot confirm this without device return or additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.